Event description:
Reportedly, during a follow-up in (B)(6) 2022 the defibrillator was normal and no abnormalities were observed, the rrt was between 9 and 12 years. On (B)(6) 2022, the patient was hospitalized due to 18 shocks. The defibrillator interrogation showed a rrt < 3 months.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Correction: on section g2, a correction was implemented from the initial report, the report source is a health professional and no a company representative. On section h6 - device code, the code was changed from the initial report, the code is 'over-sensing' and no 'inappropriate/inadequate shock/stimulation'.

Event description:
Reportedly, during a follow-up on (B)(6) 2022, the defibrillator was normal and no abnormalities were observed, the rrt was between 9 and 12 years. On (B)(6) 2022, the patient was hospitalized due to 18 shocks. The defibrillator interrogation showed a rrt < 3 months.

Event description:
Reportedly, during a follow-up on (B)(6) 2022, the defibrillator was normal and no abnormalities were observed, the rrt was between 9 and 12 years. On (B)(6) 2022, the patient was hospitalized due to 18 shocks. The defibrillator interrogation showed a rrt < 3 months.

Manufacturer narrative:
Correction: on section g2: a correction was implemented from the 'last information received' which is on (B)(6) 2022 as indicated in this follow-up.